Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing, coronary diagnostic procedure and it was delayed in 20mins, and the procedure was completed with the same system. The philips remote service engineer (rse) analyzed the system remotely and confirm that geometry movement problem. Upon troubleshooting, rse restarted the system and found that there were no c-arm movement. Rse restarted the system again for the third time and found that c-arm was working fine but the table was floating, so held in place manually. To resolve this issue, rse restarted the system for fourth time. After restart, the system was returned to use in good working order. The codes were updated based on investigation outcome.

Event description:
It was reported to philips that the c-arm would not move after a reboot. The device was in clinical use at the time of the reported event. No harm was reported to philips.philips has started an investigation of this complaint.